Event description:
Event description guidant received information that this right ventricular lead was explanted due to a complete loss of capture. There were no adverse patient effects as this patient was in normal sinus rhythm. Additionally, no new lead was implanted at this time.